Manufacturer narrative:
Analysis of the ins, model 3058, s/n (B)(4), found ins setscrew backed out too far.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the representative reported that when trying to tighten the screw, the doctors were able to hear the ¿click¿ sound, but it was impossible to tighten the connection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported an implantable neurostimulator (ins) screw broken which occurred during a procedure. During the surgical procedure, at the phase that the doctor was implanting the ins, it was impossible to tighten the screw that allowed fixing the components and make the connection between the ins and the electrode. Factors noted that may have led to the event were normal usage. Many attempts were made to try to tighten the screw, including cleaning the electrode and reinserting and unscrewing the screw almost completely, in an attempt to align it more correctly to tighten. The consumer was implanted with another ins and the issue was resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.